Event description:
It was reported that a patient underwent a laparoscopic intra-peritoneal onlay mesh/ipom placement to repair a primary incisional hernia on (B)(6) 2011 and mesh was used. After heavy lifting the patient came back with the same symptoms. The patient underwent a revision on (B)(6) 2012 due to a recurrent hernia in the lower abdomen diagnosed with a CT scan. The surgeon observed a gap in mesh during the reoperation and the location of the recurrent hernia was in the central part of the mesh. Currently the patient is in good condition.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.